Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8100 error code 242.4030. 8100 sn: (B)(4) customer wanted to know what will cause the 8100 to have this kind of error code. I explain to the customer that once you connect the 8100 do you hear any movement? The customer said yes, I explain to the customer that the error code is more of a mechanical issue. I explain to the customer that he needed to check bezel gears for impeded movement, and the motor pinion for damage. I also explain to the customer that the ail could be broken and/or housing impeding bezel gears movement. These are the cause for this error code. The customer said ok, he will correct the problem and if he has any more question he would call back. I said ok and the customer ended the call.